Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, UDI#: asku. The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the site was unable to get registration to pass when using touch n go. Multiple attempts were made but were unable to get a passing registration. Medtronic representative reviewed that patient exam and suspects that there was movement. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.